Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) system, the patient was diagnosed with endocarditis and the entire pacing system had to be removed and replaced. No further patient complications have been reported as a result of this event.